Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert (lia) were met, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 2 episodes with v-v intervals less than 220 milliseconds from 9 to 11february2016. 431 ventricular sic since last session 11 days ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non sustained tachycardia episodes. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered and patient presented to healthcare facility. The right ventricular (rv) lead exhibited oversensing, noise and suspected lead fracture, high short interval counts (sic), and rising. Lead revision was advised, and the lead remains in use. Subsequently, the lead was capped, abandoned, and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.